Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer¿s blood glucose level was 311 mg/dl at the time of call. The customer reported that the display was flashing or would go blank. The customer also performed self test and it did pass. The customer also reported sensor issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No missing segments/partial or dim display noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The pump communicated with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The pump displayed the programmed value properly on the display graph. The pump sensor feature working properly. No calibration anomalies were noted. No blurry, dim, or fuzzy display noted during testing. The pump was received with scratched case, cracked select button keypad overlay, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.